Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device would not inflate due to a leak in the tubing to pump. New pump and cylinders were implanted. The patient had a good outcome with no complications and a functioning device.